Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: (B)(6) daughter of the pt, called on her mother's behalf. She reports pain. She further reports that she had an infection and was implanted on (B)(6). Currently, she does not have anything in place of the explanted parts. She is waiting for the infection to be completely removed before implanting again in about a month. The pt has also been dr. (B)(6), dr.(B)(6), dr. (B)(6), and dr. (B)(6) at (B)(6) rehab. She is now in (B)(6). She has also been to (B)(6) hospital.